Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100773956. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100772445. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A physical and visual examination was performed, and the device cycled normally. A CT (computed tomography) scan also confirmed that the balloon contained fluid. A surgical procedure was performed to downsize the cuff, and only this component was replaced. No additional patient complications were reported.